Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
Detached or missing sensor wire.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2024. The product was evaluated. An external visual inspection was performed and failed due to major damage. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported